Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with internal leakage test has been confirmed in problem description and in provided service report. The issue occurred due to broken moisture trap on the expiratory cassette. Issue was solved by replacing the moisture trap. A defective moisture trap will be detected during pre-use check.